Event description:
After collecting blood from a dialysis catheter, when trying to remove the luer adapter the male luer end broke in the catheter. This resulted in the pt needing to go to surgery to replace the catheter. Therefore, medical intervention was required.